Event description:
The contact discovered the customer's meter was set in mmol/l and wanted to help in resetting to mg/dl. The customer did not adjust medication or allege any adverse events due to the readings. The contact was able to reset the meter to mg/dl, and no product will be returned for evaluation.